Manufacturer narrative:
No repair was performed, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that table movement was free, making it unable to perform scans on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.